Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the supply line of an amia automated pd cycler set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.